Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range and high pacing thresholds. At this time, the rv lead remains in service. No additional adverse patient effects were reported.